Event description:
Procedure type: ileocolonic anastomosis. According to the reporter: although the staple line was checked for internal hemostasis before closing, the patient displayed significant post-op bleeding. Re-operation was necessary to control bleeding. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was unanticipated blood loss of 500 cc or more. The patient required both transfusion and re-operation to control the leak. No extension to surgical time required.

Manufacturer narrative:
(B)(4).